Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: evaluation method codes were added: 10, 4109, 4111, 3331 h6: evaluation result code was added: 3252 h6: evaluation conclusions code was added: 4307 h10: narrative/data was updated. Zimvie received one (1) tsvwb10, tapered screw-vent implants with mtx surface for evaluation. Images are attached. Visual evaluation was performed, product was evaluated and filed - fracture identified around collar. This complaint refers to the tsvwb10, tapered screw-vent implants with mtx surface. DHR review was completed for the subject lot number 1242217. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1242217 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced implant fractured at implant tooth site #19 that was noted when the crown came out. Therefore, the implant was removed.